Event description:
Use of electrodes resulted in skin problems that required dermatologists' care. Dermatologist prescribed steroid cream and antibiotics over the phone to treat a recurring infection.